Event description:
After explanting the graft from medwatch 2017233-2005-00026, an additional thin walled gore-tex vascular graft was implanted. Approximately 5 days following it was explanted due to weeping and seroma formation. Next, the physician implanted a gore-tex vascular graft configured for pediatric shunt. The patient is currently doing well.